Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and was hospitalized when the implantable pulse generator (ipg) was interrogated during an right atrial lead threshold test. No further patient complications have been reported as a result of this event.